Event description:
Consumer claims to have ears pierced with the inverness ear piercing system on 2/12/1997. About two weeks later, the consumer returned to the place of purchase. The sales associate noticed that the earring was embedded.